Event description:
It was reported that error 188: "cooling system error-cooling flow switch error" displayed. The procedure had to be rescheduled due to this event. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.